Event description:
Tampon string has frayed and deteriorated [device breakage] case narrative: consumer reported via email that the tampon string frayed and deteriorated. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.